Event description:
It was reported that the device has had several power on resets of which only one can be explained due to external shocks being delivered. It was also reported that the lead integrity alert was tripped, there was oversensing, the patient received inappropriate shocks and the lead is likely fractured. The detections have been turned off and the patient was admitted to the hospital awaiting a device and lead change out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were four power on reset parameters (por) for firmware initiated a por with no reason code on (B)(6) 2012 between 10:31:19 and 12:01:15. In addition, there was one patient alert for device circuit error on (B)(6) 2012 12:01:15. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The actual device has now been returned and will be analyzed. Evaluation summary: (B)(4): the device has now been returned, analyzed, and revealed a firmware error message/code. (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were four power on reset parameters (por) for firmware initiated a por with no reason code on (B)(4) 2012 between 10:31:19 and 12:01:15. In addition, there was one patient alert for device circuit error on (B)(4) 2012 12:01:15. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The actual device has now been returned and will be analyzed. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were four power on reset parameters (por) for firmware initiated a por with no reason code on (B)(6)-2012 between 10:31:19 and 12:01:15. In addition there was one patient alert for device circuit error on (B)(6)-2012 12:01:15. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.